Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded 2 instances of right ventricular (rv) lead amplitude out of range. The patient was also noted to have been hospitalized twice recently and attributed their device to the hospitalizations. No further information is available at this time. No adverse patient effects were reported.